Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not on patient profile. A technical support specialist (tss) established a remote connection and guided the user to correct the count through a cycle count process, advising not to retrieve items during the process. The tss identified a mismatch between the required medication strength and the available stock and also noted that the medication was not linked to the patient profile and was configured as a high alert item with restricted access. The tss advised contacting the pharmacy to update the patient profile or user access and coordinated with pharmacy support, who directed further escalation. The tss facilitated communication with additional support, after which the medication was added to the patient profile and the issue was resolved, allowing successful retrieval. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, system medication was not on patient profile. Customer reported that a medication was initially issued in error; however, the medication was not removed and was placed back immediately, but the transaction was still recorded in the system as issued. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.